Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -8.0 diopter. Implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted,removed and replaced within the same surgery. There was no patient injury, cause of event was unknown.